Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that on the 4th day of npwt utilizing a pico 7, when the dressing was exchanged and start button was pushed, all the indicator lamps were illuminated and the pump did not restart working. The batteries were exchanged but the problem was not solved. The treatment was continued with a backup pump. No patient harm. No delay was reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. As no lot number has was provided, a review of the device history records was not possible. The complaint history file contains further instances/related events of the reported event. The device was used for treatment. The returned was evaluated. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lights were solidly illuminated. This confirmed a relationship between the event and the device. Device performance data shows the device entered a non-recoverable error state due to a motor current error. The root cause was determined as a component failure. As the occurrence of this is within the acceptable range, no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.